Manufacturer narrative:
A distributor performed a checkout of the equipment and was not able to confirm the reported complaint, however the unit failed to turn on. The on/standby switch was tightened, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit is automatically shutting down. There was no report of patient involvement.